Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 705 mg/dl that resulted in hospitalization and subsequent admission to the intensive care unit, as well as diabetic ketoacidosis. Customer alleged that the pump "quit on [her]," but did not provide any specific details. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. No further information was obtained.